Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and a 3.0 x 18 mm xience v stent was deployed in the proximal left anterior descending artery (lad) lesion. There were no product malfunction or patient effects reported during the index procedure. However, at approximately eight months later, the patient returned to the hospital with angina and failed a stress test. An angiography was done which showed mid lad isr (90% distally) and 70% ostium of the small first diagonal branch. The patient was sent to the cath lab the next day and percutaneous transluminal coronary angioplasty (ptca) was done and another stent was used to treat the isr. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined angina and stenosis in the IFU are known adverse events associated with coronary stenting and not necessarily an indication of a quality issue. Additionally, angina, stenosis and hospitalization are listed in the risk assessment as no-fault conditions. Since there was no reported device malfunction, there does not appear to be any indications of a quality issue. It is likely the angina is a secondary effect of the stenosis, which was treated with ptca, an additional stent implant and hospitalization. A conclusive root cause for the patient effects and the relationship to the device, if any, cannot be determined.